Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and watchman access system (was). At an unspecified point in the procedure the patient became bradycardic and hypotensive. Cardiopulmonary resuscitation was performed but the patient died. No further information is available at this time.